Event description:
No additional info.

Manufacturer narrative:
It was reported that the tubing separated. One sample model: 2420-0007 was returned for investigation. The sets were examined for defects and abnormalities. The top of silicone segment separated from the set. No other defects or abnormalities were observed. The customer complaint was verified. Based on the customer words and the fact that the ring retainer was on the set the issue is use related. A device history record review for model: 2426-0007 and possible lot numbers: 24036321, 24026287, 24026295, 24026297, 24036284, 24036321, 24036428, 24036429 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated and leaked the following information was received by the initial reporter with the following verbatim: description as reported: per customer, pump alarming air in line, went to flick air from flexible part of the tubing (where it goes in to the pump) tubing broke off from clamp that inserts into the pump. Fluid spilled. Changed out tubing immediately using aseptic technic with 2nd rn. Sample location: customer's facility.